Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual sample was received for evaluation. A photograph provided by the involved customer, confirmed a clear spot (an air bubble) was on the top area of the oxygenator module. Visual inspection of the actual sample revealed there were no anomalies, such as a break, in the appearance. The actual sample was rinsed and subjected to another visual inspection. No anomaly in the appearance was noted on the entire filter, including the section where a clear spot was noted in the provided photograph. The blood phase was filled with saline solution (colored saline solution for better visibility) with the blood outlet port clamped. The inside of the blood phase was pressurized by sending an air at 2kgf/cm2 to it from the blood inlet port, while the actual sample was observed for the presence of a leak. No leak was noted. The actual sample was built into a circuit with tubes and circulated with bovine blood (@37oc and hb12g/dl) at the back pressure of 200mmhg and at each blood flow rate of 2.3l/min., 4.7l/min., and 7.0l/min. During circulation at each flow rate, an air of 30ml was sent into the circulation in 30 seconds. No air came out through the filter. An arterial filter was connected into the blood outlet port line and air was sent into the oxygenator module from the blood inlet port, while the circuit was closely observed for any air bubbles going out of the oxygenator module toward the arterial filter. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no findings. IFU states: ensure that the de-airing process is complete prior to initiating bypass. Do not obstruct gas outlet port. Avoid buildup of excess pressure in the gas phase to prevent gaseous emboli entering the blood phase. Pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Based on the investigation results, it is likely that air entered the oxygenator module due to some factor(s) or that air was not completely removed from the device during the priming and appeared as a clear spot later. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during cardiopulmonary bypass surgery, a clear spot at top the capiox oxygenator over the center of the fiber bundle; outside of the filter material. The device was not changed out. The surgery was completed successfully. There was no blood loss.